Manufacturer narrative:
Concomitant medical products: product ID: 3986a60, lot# n27084, implanted: (B)(6) 2005, product type: lead. Product ID: 3708360aa, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708360aa, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3986a60, lot# 1946199, implanted: (B)(6) 2005, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that the patient had seizures on their left side during a reprogramming session that lead to hospitalization as a result of the event. The patient was seen on (B)(6) 2015 and was doing fine. The patient had motor cortex stimulation unit that potentially could have been the cause of the seizure.